Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
During the first pull up to yellow / green the blue tube did not go down, getting stuck inside the device. The suture thread was cut and kept under tension, a small cannula was then placed on the guide to bring the marker in contact with the collagen.

Manufacturer narrative:
A manufacturing record review was completed and no related nonconformances were found. A returned product evaluation was completed. The lock advancement tube was stuck inside the delivery tube of the device. The delivery tube had a longitudinal split/cut from the distal end extending to the sheath. Unable to remove the lock advancement tube from the delivery tube. The root cause of the tamper tube not exiting the delivery system is likely due to close to tolerance levels between the delivery system tubing and the tamper tube. A design change was implemented to increase this tolerance since the release of this lot. The design change reduces the failure from occurring when the device is not deployed per instructions of use which exacerbated the tolerance level issue. Based on the information received and pending product evaluation it is likely that the failure is related to device malfunction related to the tamper tube becoming stuck inside the delivery tube.